Manufacturer narrative:
The device history records were reviewed, and there were no discrepancies or unusual findings that relate to the reported issue.

Event description:
The physician reports performing cataract surgery with implantation of the crystalens in the left eye. Preoperatively, the patient's bcva was 20/15 with +0.50 + 0.50 x 140. Approximately six weeks postoperatively, the patient experienced a decrease in her distance and near vision. Upon examination, the lens had vaulted asymmetrically in a z-configuration. As a result, the bcva decreased to 20/20 with -2.00 + 1.50 x 090 (mrse). Lens repositioning was performed and vision improved to 20/15- (bcva) with -1.25 + 1.50 x 075 (mrse).